Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. Device communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl. The customer was treated with 12 units of bolus. The customer declined troubleshooting for high blood glucose. Customer stated that insulin pump received multiple calibration not accepted. Customer's other blood glucose was 245 mg/dl, 236 mg/dl. Customer was woke up and just was eaten breakfast. The insulin pump will not be returned for analysis.